Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of tpn that required insulin administration. A new-born patient with an initial diagnosis of prematurity and neonatal encephalopathy was undergoing hypothermia therapy. The patient was to receive an infusion of tpn (250ml bag). The tpn was a routine infusion intended to infuse at a rate of 7 ml/hour. The patient was also receiving continuous epinephrine at 0.2ml/hour and arterial nacl 0.45% with heparin and papaverine at 1.5ml/hour. It was believed that the tpn over infused due to elevated blood glucose readings. The initial glucose measurement was 146 mg/dl. Morning laboratory tests showed a whole blood glucose level of 447 mg/dl at 04:37 am. A repeat glucose check was performed and continued to trend high. An arterial stick was subsequently performed, revealing a glucose level of 656 mg/dl. Insulin gtt was initiated in response to the elevated glucose readings. The patient recovered from hyperglycemia.